Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity warning was triggered for the right ventricular (rv) lead due to short v-v intervals and a high rate non-sustained episode. The rv lead remains in use. No patient complications have been reported as a result of this event.